Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indication of particulates above and below both catch posts. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the treatment test. The cycler was powered off during the treatment test. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of hydrocele and hernia, which warranted hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a fresenius product/device deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia and hydrocele. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, dialysis leakage is a common problem in pd patients, and can manifest as genital edema or hydrocele.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently underwent an unspecified hernia surgery due to solution entering his genitals (hydrocele). Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) did not confirm the presence of a hydrocele; however, the pdrn reported the patient¿s hernia was a preexisting condition, which was repaired prior to starting pd therapy. The patient reportedly resumed pd therapy on (B)(6) 2019, however additional follow-up revealed the patient transitioned to outpatient hemodialysis (hd) therapy for rrt (date not provided). The patient reported requesting a transition to hd therapy due to personal preference, while the pdrn cited multiple issues unrelated to fresenius equipment causing the switch in modality. While there is no allegation or objective evidence indicating a fresenius product/device deficiency or malfunction caused the events, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the existing hernia and hydrocele.